Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while setting up equipment and caused no delay to the surgery. It was reported that during the case, the camera cart monitor would keep cycling to the pcoip screen and coming back. The camera would stay on the whole time. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The pcoip client was returned to the manufacturer for analysis. Analysis found that the pcoip client was tested and logs indicated software reboot at 1 hr 49 min, 10 min, 50 min, 2 min 42 sec, 49 sec, 2 min 41 sec, 1 min 58 sec. . Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information from the system checkout reported that the pcoip unit needed to be replaced. The pcoip unit was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.